Event description:
Procedure performed: laparoscopic tubal ligation. Event description: complaint created based off medwatch#: mw5117742. Kii fios/z-thread leaked air due to a faulty valve. Pt (patient) undergoing laparoscopic tubal ligation. No harm to the patient. Product returned to manufacturer 17may2023. Additional information received on 02jun2023 via email from the user facility: the physician resolved the issue by removing the trocar and replacing with another trocar. Laparoscopic instruments were being used at the time of the incident. No other instrumentation was used prior to the incident. There was no component damage. Unknown if the obturator was inside the seal when the product was returned. Additional information received on 05jun2023 via email from applied medical account manager: event date is confirmed to be (B)(6) 2023. Complaint device was returned a few days later by customer. Type of intervention: the physician resolved the issue by removing the trocar and replacing with another trocar. Patient status: no harm to the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic tubal ligation. Event description: complaint created based off medwatch mw5117742. Kii fios/z-thread leaked air due to a faulty valve. Pt (patient) undergoing laparoscopic tubal ligation. No harm to the patient. Product returned to manufacturer 17may2023. Additional information received on 02jun2023 via email from the user facility: the physician resolved the issue by removing the trocar and replacing with another trocar. Laparoscopic instruments were being used at the time of the incident. No other instrumentation was used prior to the incident. There was no component damage. Unknown if the obturator was inside the seal when the product was returned. Additional information received on 05jun2023 via email from applied medical account manager: event date is confirmed to be (B)(6) 2023. Complaint device was returned a few days later by customer. Type of intervention: the physician resolved the issue by removing the trocar and replacing with another trocar. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # mw5117742.